Event description:
A consumer reported that she was allegedly burned while using a heating pad. She stated that she received a third or fourth degree burn under her right breast from this incident. She also stated that she is currently under a doctor's care, and may require surgery if the burn does not heal properly. Burns of this nature are most likely caused by the consumer laying or leaning against the pad which is contrary to proper use instructions. The product has a clear warning that states the product is intended for use on top of the body, and consumers should not sit against or lay on top of the heating pad. The instructions for use also have a warning to never place the pad between yourself and a chair, sofa, bed, or pillow.